Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
It was reported that 4 months after the implant was placed in ada site 30 of the patient's mouth, non-osseointegration was observed. It was reported that at the time of the event the patient had mobility, bleeding, and inflammation. It was reported that the patient had poor boone quality/ quantity and peri-implantitis. The device will be return the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
It was reported that 4 months after the implant was placed in ada site 30 of the patient's mouth, non-osseointegration was observed. It was reported that at the time of the event the patient had mobility, bleeding, and inflammation. It was reported that the patient had poor boone quality/ quantity and peri-implantitis. The device will be return the manufacturer for investigation. There were no reported post- operative complications. (B)(4).